Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the insulin pump was dropped and had small cracks. The plastic part of the pump by reservoir compartment broke and the piston was coming out so they pushed it back and glued it to make it work. The customer was not getting any insulin and his blood glucose was close to 500mg/dl. The customer has encountered high blood glucose a couple of times. They programmed a bolus and nothing had come out. The customer's blood glucose was between 150mg/dl-200mg/dl. The customer treated with manual injection. Unable to troubleshoot for high blood glucose at the time of the call. The customer agreed to return insulin pump.

Manufacturer narrative:
The pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube lip, a missing black o-ring/seal from inside the reservoir tube, a cracked reservoir tube window, cracked reservoir tube window corners, cracked battery tube threads, and a cracked end cap near the down button dome switch.